Manufacturer narrative:
The patient¿s meter and test strips have been returned on 4/22/2015 and 4/1/2015, respectively, and evaluated by lifescan product analysis on 4/24/2015 and 4/16/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 04/13/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq read inaccurately high in comparison to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 between 07:00am and 08:00am he obtained a result of ¿5.1mmol/l¿ on the subject meter which he felt was inaccurately high in comparison to a result of ¿1.3mmol/l¿ obtained on a hospital meter. The two tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages his diabetes with fixed doses of insulin however it is not known if he made any changes to his usual diabetes management routine in response to the alleged inaccuracy. It is unknown if the patient developed any symptoms due to the alleged meter issue, however the patient stated that on (b)(6() 2015 between 07:00am and 08:00am, after obtaining the result of ¿1.3mmol/l¿ on the hospital meter he was treated by a healthcare professional (hcp) in hospital with glucose tablets. At the time of troubleshooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. Replacement products were sent to the patient. This complaint is being reported because the patient developed signs suggestive of a hypoglycemic event and subsequently received treatment from a hcp for this condition.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.